Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported the lead displayed over-sensing and no capture. Additionally, there was no pacing due to over-sensing and the lead was fractured. The pace/sense portion of the lead was capped and replaced with a new lead. Following, the lead was removed due to an upgrade. At the time of explant, the physician stated, "the proximal part of the lead did not look so good." It was thought this may be an insulation issue. No patient complications have been reported as a result of this event.